Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 27dec2017 to assess the testing instrument in question. The fse replaced the 1000 ul syringe due to signs of leaking. The echo instrument is subsequently performing as expected, after the syringe replacement, with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On 25dec2017 a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2017.